Event description:
On (B)(4) 2012, customer reported that the cx5 system had a broken fitting that caused probe rinse solution to leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the broken fitting. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation codes, results, code (other): fse replaced a broken fitting. (B)(4).